Event description:
A consumer reported experiencing a decrease in central vision and cloudiness of her vision after a yag laser procedure that was performed approximately 5 years following her intraocular lens (iol) implant surgery. The consumer reported that she can no longer see "big e" and cannot read. Consumer is also being treated for wet age related macular degeneration and glaucoma. At the request of the consumer, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. This report was mailed to FDA on: 02/06/2009.